Manufacturer narrative:
This report is for unknown norian srs bone cement/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a johnson and johnson employee. Reporter is a legal professional. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a surgery to repair the defect on the right ear utilizing norian skeletal repair system (srs) bone cement. On (B)(6) 2011, five (5) days post-op, the patient began to have increased pain and complained of drainage in the right ear. The patient¿s mother called the surgeon¿s office and stated that the patient had a ton of drainage after pulling out the packing from the ear and was in great deal of pain. In response, they were instructed to keep the cotton in the patient¿s ear. During the follow-up visit on (B)(6) 2011, the patient indicated that two (2) nights before, she had pulled out the packing and dug in her ear while asleep. The doctor noted no abnormalities and instructed the patient to continue the routine post-operative precautions and to return before a scheduled ¿headache surgery.¿ on (B)(6) 2011, the patient called the doctor¿s office and reported horrible pain in the ear, all down to the neck and face, and was told to visit the office. During the visit, the doctor documented that the patient had felt sick and feverish with aches and pain over the past week, and with ear drainage that was brown in color. A viral syndrome was suspected, and tamiflu was prescribed. On (B)(6) 2011, the patient reported an increased draining with debris, and an otitis media was suspected. A ten (10) day course of oral bactrim was prescribed. One (1) week after, the patient was cleared to go ahead with a four-lead neuro-stimulator surgery to treat migraines. On (B)(6) 2011, the patient underwent a surgery to place the neuro-stimulator. From (B)(6) 2012, the patient continued to have drainage from the ear, from a clear thick discharge in the external auditory canal without inflammation to a fair amount of yellowish discharge from the ear draining into the mouth and that was also coming from the nose. On (B)(6) 2012, the patient returned to the doctor and complained of nasal discharge that was blood-tinged that occurred when the postauricular area was pressed. On (B)(6) 2012, the patient complained that the postauricular incision had opened and was draining. An examination revealed erythema and swelling in postauricular sulcus with 1-2mm breach at incision and purulent drainage. The patient was admitted in another hospital on the same day for right mastoidectomy, right vent tube placement, and placement of postauricular drain and the neuro-stimulator wires. During the surgery, the surgeon noted ab extensive granulation tissue and a pocket of purulence in the mastoid. The wires were exposed to infection and the surgeon cut two (2) of the four (4) wire leads and caused the infected abscess material to directly communicate with the wires which necessitated a subsequent procedure to remove the neuro-stimulator and wires. After the patient underwent another procedure, the patient decided to see another doctor. The doctor ordered bone scans and the patient was diagnosed with osteomyelitis of the right temporal bone which led to the surgical removal of the implant that was placed on (B)(6) 2011. The patient also underwent additional right mastoidectomy and craniotomy to remove the infected bone, but it appeared that not all the infected bone was removed and that the patient would need additional surgeries. The patient was still having significant problems related to mastoiditis and hearing loss. Part of the patient¿s jaw was removed, and the patient sustained permanent damage to the ear and hearing loss in the right ear. The patient continued to have migraines and ear pain. This report is for unknown norian srs bone cement this is report 1 of 1 for (B)(4).